Manufacturer narrative:
Lot information was not provided and lenses were not returned for evaluation as they were thrown away.(B)(4): not returned to manufacturer.

Event description:
Coopervision was made aware of a patient who experienced a red and irritated eye on (B)(6) 2012. The local care center and doctor confirmed inflammation by looking at the eye without a microscope or further examination. The patient was prescribed drops (of unknown brand) for 10 days and the symptoms ceased after 5 days (according to the patient). On the regular check up appointment 2013-(B)(6) it is reported that the left cornea has a 2mm round sub epithelial and stromal lesion with ongoing hyperemia conjunctiva and a scar. The patient was recommended lens rest and to schedule a follow-up appointment with a doctor, 2 weeks from the incident, for a second opinion.